Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that a b30 scope communication error occurred due to a faulty scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center powered up with no image and displayed an endoscope communication error. The issue was found during inspection for use (before the procedure), the intended diagnostic gastroscopy was completed with the same device, and without delay. There were no reports of patient harm, and the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the "b30 error" malfunctions would likely be faulty scope socket. Olympus will continue to monitor field performance for this device.